Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged. The discovery was made subsequent to the patient presenting to the emergency room for multiple shocks (which were later determined to be inappropriate but did not deplete therapy). The rv lead was noted to have pulled back to the point that the shock coil was positioned across the patient's tricuspid valve accounting for the device sensing both atrial and ventricular activity and delivering inappropriate therapy. The lead was repositioned without consequence to the patient. No additional adverse patient effects were reported. This device remains in service.